Event description:
Device malfunction: premature partial deployment. Time of malfunction: during unpacking. Symptoms/ae: none. It was reported that an expert stent partially deployed when taken out of the package. A second xpert stent was used successfully. Although requested, there is no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.